Event description:
It was reported that the pt expired three to four days after pump was implanted. The cause of death was unk. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).